Manufacturer narrative:
The implantation of the incorrect devices reported was likely the result of human error.

Manufacturer narrative:
Evaluation is ongoing. The device was not explanted and therefore, not returned for evaluation.

Event description:
Right side implants were implanted in the patient's left ankle.